Event description:
Contact reported the gear shift broke off in the pedicle. Took a little over an hour to remove. Same pedicle, 8mm screw being implanted. The screw driver snapped distally within screw head. Took 45 min to remove broken screw. See medwatch 1526439-2012-00274 for driver.

Manufacturer narrative:
Visually inspected xpdm thoracic pedicle prb, st ((B)(4)). Tip was broken off at approximately the 40mm graduation mark. The broken tip has a slight curvature indicating that the instrument underwent a side loading/bending force. There is substantial damage to the broke tip portion, resulting from the removal of the tip from the pedicle, as stated in the complaint. Even though the root cause cannot be positively determined the damage as noted on the xpdm thoracic pedicle prb, st ((B)(4)) suggests that a substantial side loading was inflicted upon the instrument. It should also be noted that the instrument is approximately 5 years old and has seen extensive usage as indicated by the markings and scratches on the instrument. It is likely that this type of damage is indicative of the use of substantial force over the life of the instrument in combination with user technique, resulting in material fatigue and bending. No CAPA needed. Complaint rates have been uniform and low for the products evaluated that have had previous complaints of like nature. User technique of the instruments will be a variable that factors into the longevity of the devices.